Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the user complaint regarding "connection issue" communication error code e224 on the screen due to shorted cable. The device was returned unrepaired at the customers request. Based on the investigation, the communication issues between the processor and the camera head were probably caused by the user's handling. The contents of the instruction manual at the time of shipment of the product were checked on the cable breakage, and the indication malfunction could have been prevented: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report connection issues. The device malfunction was found during preparation for use and there was no reported patient involvement.